Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 30 mckesson prevent® sg glide safety hypodermic needle were clogged.   The following information was provided by the initial reporter: "it was reported by the consumer the needle tips are defective and do not allow flow of liquid."

Manufacturer narrative:
H.6. Investigation: it was reported that needle tips are defective and do not allow flow of liquid. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation with device history record analysis the symptom reported by the customer is confirmed. H3 other text : see h.10.

Event description:
It was reported that 30 mckesson prevent® sg glide safety hypodermic needle were clogged.   The following information was provided by the initial reporter: "it was reported by the consumer the needle tips are defective and do not allow flow of liquid."